Manufacturer narrative:
Initial 1 of 2. Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced recurrent infusion site issues with more than ten infusion sets of the same type with pain during insertion leading to high blood glucose reading high which was corrected via pump on (B)(6) 2026.